Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during a case the ventilator stopped working. There was no injury reported.

Manufacturer narrative:
The dispatched fse could not duplicate the reported problem of ventilator failure; the device passed all relevant tests without exhibiting any deviation. It was stated by the users during the on-site visit that the workstation did not post a ventilator failure alarm which would have been the expected device response if there was a shutdown of automatic ventilation. The log file indicates that the workstation passed the power-on self-test in the morning of the date of event without deviations. The device repeatedly detected external circuit leaks during that day and, a leak test performed in between produced a fail result. This was probably caused by an untight connection in the patient circuit system. No indication for potential technical problems was found. The user reported that problems with the patient gas measurement have occurred in parallel but this has no relation to the event. Indeed it could be derived from the logs that the oxygen sensor failed calibration repeatedly. The sensor was replaced as a precaution but the original part performed according to specifications when tested in the manufacturer's lab. The root cause for this secondary problem was probably room air in the sampling system or a contamination with other gases. Dräger finally concludes that there was no ventilator failure - the device has ventilated as set during the procedure in question. The observation has to be interpreted as restrictions in ventilation due to large pneumatic leaks outside the device in the patient circuit system.

Event description:
Please refer to initial MFR. Report #9611500-2018-00240.